Event description:
It was reported before use the bd ultra fine¿ pen needle indicated the product was expired. The following information was provided by the initial reporter: the customer stated "consumer found in his home unopened product and was asking if he can use the items. Consumer knows its been a long time." Customer was informed the product expired in 2010 and not to use them.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra fine¿ pen needle indicated the product was expired. The following information was provided by the initial reporter: the customer stated "consumer found in his home unopened product and was asking if he can use the items. Consumer knows its been a long time." Customer was informed the product expired in 2010 and not to use them.